Manufacturer narrative:
No unintended section of the device remained inside the patient¿s body. (B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device revealed that the outer catheter had a 2mm angled cut 9.5cm from the proximal end and that the inner catheter had a slight compression 11.5 cm from the proximal end. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the available information and the results of the investigation, a definitive root cause could not be conclusively determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No unintended section of the device remained inside the patient¿s body.

Manufacturer narrative:
(B)(4. The device has been requested and received. The event is currently under investigation.

Event description:
It was reported that during an unknown procedure using a micropuncture transitionless access set, upon pulling out the inner dilator, the outer sheath frayed at the distal end within 1/2 cm of the distal tip. The procedure was completed using another micropuncture kit. Additionally, it was reported that the patient did not experience any adverse event and did not require any additional procedures due to this occurrence.